Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed the symptom of a false recognition of a loaded set in the pump. Eval reproduced the reported symptom while attempting to load a set. Eval experienced the pump to prompt to unload a set from guide #2 when slide the clamp was inserted. This condition was caused by the intermittent function of the upper auxiliary switch. This was determined to have been caused by debris found on the upper hook switch. The debris was removed from the switch and the pump operated as designed. The upper auxiliary was replaced.

Event description:
It was reported a spectrum pump would prompt the user to unload a set as soon as the slide clamp was inserted, therefore falsely recognizing a loaded set. It was also reported there was no pt injury.